Event description:
Doctor reported that pt was having pain a week after bravo procedure. Doctor verified that the capsule was still attached to esophagus and had removed the capsule using an endoscope. The doctor stated that he suspected an erosion at the site of capsule attachment and would monitor the pt. He said he would advise if there was any significant outcome.